Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately fourteen (14) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a another 25mm bioprosthetic valve. Attempts to obtain device and additional information have been unsuccessful. No adverse events reported following explant.

Manufacturer narrative:
The reported explanted device has not been returned to manufacturer. Attempts to obtain further information have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.